Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced burning on urination and urinary tract infection. Furthermore, it was reported that the plaintiff died. No cause of death was reported.